Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The father of the patient reported that in 2007, the patient's infusion tubing separated at the luer connection and her blood glucose elevated to 451 mg/dl. The patient changed her infusion tubing and began drinking fluids to lower her blood glucose. She also had moderate ketones based on the result of a urine test strip. Several hours later, the patient's blood glucose returned to her normal range of 80-120 mg/dl. Attempts to follow up with the patient to gather additional information were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.